Manufacturer narrative:
Concomitant product(s): dtba1qq crt-d, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead triggered an alert for elevated left ventricular (lv) lead impedance. The patient was seen in clinic and the clinician decided to reprogram the alert settings and increase the upper limit. The lv lead remains in use. The patient is a participant in the adapt response clinical study. No patient complications have been reported as a result of this event.